Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm when self test was performed. Customer stated insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring ¿ clear. Customer returned insulin pump for alleged insulin blocked alarm during bolus and pump error 63 found on (B)(6) 2021. Device passed rewind test, and self test. However, pump alarmed insulin flow blocked during bolus due to dried insulin on motor slide and corroded motor home switch. Device was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin flow blocked alarm due to dried insulin located on motor slide. Device successfully downloaded to thus. Confirmed insulin pump alarm insulin flow blocked alarm numerous times on (B)(6) 2021 between 6:00 and 14:00 in device downloaded history. Device passed displacement test and self test. Device successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2021 at 13:58 due to broken trace u1 pin6 on keypad assembly. Test p-cap and reservoir locked into reservoir compartment correctly, however damaged retainer ring noted. Device was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1 or pcba 2, however dried insulin was noted on the motor slide. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, dried insulin - motor slide and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was confirmed due to dried insulin on motor slide. Additionally, pump error 63 was confirmed due to a broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.